Event description:
The programmer was returned for test and calibration and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer's finger touch functionality was unable to work. The x-y board was replaced, and an electromagnetic interference(emi) repair was performed to solve the screen issues. Additionally, it was noted that during start-up, the liquid crystal display (lcd) screen was blurry, shaky, and unreadable. The radiofrequency head(rf) connector was missing a pin, due to which the link electronic module (lem) board was replaced. It was noted that the media door latch and the keyboard right hinge were broken. The cooling fan was slightly noisy. The paper tray upper cover and release handle were missing. All defective parts were replaced. The software was reinstalled and updated to the newest version. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.